Event description:
Radiometer reference number: (B)(4). According to the complaint during a capillary blood test on a newborn, the sodium (na) result came back at 183 mmol/l from the abl90 flex plus analyzer (serial no; (B)(6). Reference measurement 141mmol/l. Test number (B)(6), patient ID (B)(6), friday, (B)(6) 2025, at 7:48 a.m. The team found this result abnormal (false positive), repeated the test, and the result was normal. The second measurement is not received, but the biologist will be able to confirm it. No anomalies were detected by the analyzer during calibrations or qc. No other known aberrant results. An investigation was conducted into the storage of capillaries before and after sampling, with nothing abnormal to report on that front.